Event description:
Hospital cath lab staff report that prior to placing the device on a patient, staff found the device would not power on with the ac charger or in battery mode. A back up device was readily available and acquired to continue care to the patient. There were no adverse affects to the patient due to the availablity of the back up device.

Manufacturer narrative:
Medtonic continues to investigate the reported malfunction.